Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services and reported drain complications. During the course of the call, the patient mentioned he was diagnosed with peritonitis. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) reported on (B)(6) 2015, the patient was admitted to the hospital for peritonitis. The culture results and cause of the infection were unknown. The patient was started on the round of antibiotics (vancomycin and gentamicin. (While hospitalized, the patient was not draining well on the cycler and was switched to hemodialysis. As of (B)(6) 2015, it was unknown if the infection has resolved and if the patient continued to perform pd therapy.

Manufacturer narrative:
Partial ileus. The actual device was not returned to the manufacturer for physical evaluation. In addition, the investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of liberty device and concomitant products found no indication that product caused or contributed in any way to the clinical event. Based on the 113 pages of medical records, the patient was hospitalized twice for recurring peritonitis. During his initial admission, his pd catheter became non-functioning, was removed and he was transitioned to hemodialysis. During the second admission it was thought that the peritonitis was recurrent and complicated by a partial ileus and sepsis. The patient was malnourished probably due to the prolonged peritonitis and the partial ileus. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler cassette and the diagnosis of bacterial peritonitis.

Event description:
This end-stage renal disease patient on ccpd (continuous cycling peritoneal dialysis) presented to the emergency room with abdominal pain. The patient had a one day history of not feeling well, nauseated, severe abdominal pain, abdominal distention and his symptoms were getting worse. He presented with fever, chills, nausea, abdominal pain and generalized weakness. He was treated with vancomycin, merrem and gentamicin. On (B)(6) 2015, his pd catheter was removed. No evidence of obstruction in the distal portion of the catheter (no clot/fibrin). Discharged on (B)(6) 2015. On (B)(6) 2015, he started having diffuse, vague abdominal pain throughout his abdomen mainly in the right lower quadrant that was now radiating throughout. The pain had gradually worsened over the past four days to the point where he could not walk or bear any weight. He was re-admitted on (B)(6) 2015, admission for abdominal pain. The patient reported the pain was not related to food, however, he developed nausea and vomiting and a worsened appetite. He reported no fevers, but had chills as well as night sweats and reported no sick contacts. He had hemodialysis on (B)(6) 2015, where he needed IV fluid infusion for a drop in his blood pressure. He was instructed to present to the emergency department if his symptoms worsened. He also reported an episode of diarrhea, generalized weakness, fatigue and night sweats. He was diagnosed with sepsis from a probable abdominal source from the recent serratia marcescens peritonitis and a probable recurrence. The patient also had malnutrition that was likely secondary to recent prolonged period of infection as well as the probable bowel obstruction. A PICC line was to be sited for antibiotics. Treatment was to include gentle IV hydration at 50ml/hr. His recurrent peritonitis lead to partial ileus causing the patient's presenting symptoms. The recent removal of the peritoneal dialysis catheter as well as the recent diagnosis of clostridium difficile might also have contributed to the partial ileus. Bowel rest was recommended. On (B)(6) 2015 a central venous catheter was sited